Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during functional testing and archive data review. The root cause is the defective temperature sensor due to wear and tear. However, the storage and shift check conditions are not known and cannot be ruled out. Factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause (ua)41 error messages in rare cases. The autopulse platform is a reusable device and was manufactured in 13 november 2012 and is 7 years old, well beyond the expected service life of five years. During visual inspection, no issues were observed. During functional testing, the platform displayed ua 41 error message on the user control panel upon power up. The archive data was reviewed and contained multiple user advisory (ua) 41 (patient temperature sensor failure) error messages. After replacement of the temperature sensor, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message on the user control panel. User was unable clear the error message. No patient involvement.